Event description:
Using CPAP machine that was issued by the va, I am now suffering from degraded foam exposure. I have nausea, migraines, sinus problems, itchy eyes, watering eyes, shortness of breath. I feel like my lungs are at 1/3 capacity FDA safety report ID # (B)(4).